Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 326mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A supply change was performed and during the load fill tubing sequence no insulin was observed dripping out of the cartridge tubing. Reportedly, the customer reverted to manual injections for insulin therapy.